Event description:
It was reported that the patient presented with an st elevated acute myocardial infarction. After pre-dilating and implanting an unspecified stent in the distal lesion of the mildly tortuous distal right coronary artery (rca), a 3.5x23 rx xience xpedition stent delivery system (sds) was unpackaged without issue, then the sds was advanced via radial access without resistance to the target lesion in the proximal to mid rca; the rx xience xpedition balloon was inflated without issue to 15 atmospheres, deploying the stent. When attempting to deflate the balloon by pulling and holding negative pressure 3 times, it would not deflate at all. The inflated balloon was pulled from the deployed stent against resistance and was able to be partially wedged into the 6f unspecified guide catheter, but resulted in a shaft separation at the skive (mid shaft area). The sds, guide catheter, and guide wire were all subsequently removed from the anatomy as a single unit. Upon removal, it was noted that the balloon was still fully inflated despite the separation of the shaft. The 3.5x23 rx xience xpedition stent was angiographically confirmed to be fully apposed to the vessel wall. However, a dissection proximal to the deployed xpedition stent occurred due to the inability to deflate the balloon; thus, a 3.5 x 12 rx xience xpedition stent was advanced via a new femoral access puncture, the stent was deployed, then the stents were post-dilated using an nc trek balloon, resulting in successful treatment of the dissection. There were no adverse patient sequelae, however, this issue caused a clinically significant delay. An unspecified abbott guide wire was received inside of the 3.5x23 rx xience xpedition sds, and was noted to have a curved bend at the distal end; no other issue was noted with the guide wire. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: inflation: merit medical; guide catheter: 6 fr al1. (B)(4) - against resistance; indication for use. Evaluation summary: the device was returned for evaluation. Shaft detachment/separation was confirmed. Failed/difficult/partial deflation could not be tested due to the condition of the returned device; however, balloon was returned partially inflated and stretched/damaged distal shaft was confirmed. Difficulty/resistance removing the device post-deployment could not be replicated in a testing environment as it was based on operational circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.